Event description:
It was observed that during the device evaluation, the subject device showed water ingress in the main unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed based on the results of the investigation, the most probable root cause is traced to component failure. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.